Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent became stuck on a previously placed stent. The severely calcified lesion was located in the left anterior descending (lad). While trying to advance a 2.5 x 16mm promus element plus stent delivery system through a previously placed unknown stent, it became stuck. While trying to pull back the stent delivery system, the stent came off. Using a 1.5mm apex push balloon catheter, they were able to maneuver it through the promus element plus stent. The stent was able to be moved to the actual lesion location in the lad and deployed successfully. No patient complications were reported and the patient's status is okay.